Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the trend linkage came apart. The tech replaced the missing trend spring to repair the bed.